Event description:
Information received by medtronic indicated that the patient had a pericardial effusion during a cryoablation procedure. Following ablations to the left and right inferior pulmonary veins, the patient had a drop in blood pressure and pericardial effusion was diagnosed by echocardiogram. Pericardiocentesis was performed and the patient was fine. The cryoablation procedure was completed; the rspv was isolated with one ablation following diagnosis of pericardial effusion. Device 1 of 2, reference MFR report: 3002648230-2013-00140

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show any system notices for the date of event. Bin files show that at least 10 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.